Event description:
The customer reported having a red x with chirping, defib cable malfunction.

Manufacturer narrative:
The customer reported having a red x with chirping, defib cable malfunction. The factory has not yet received the device for evaluation, and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.